Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that buttons "7" and "0" on the bolus screen became unresponsive to presses. Customer had elevated blood glucose levels (500 mg/dl). Customer delivered a bolus to stabilize blood glucose levels, and stated they have back up manual injections for continued insulin therapy.